Event description:
It was reported that the patient was asymptomatic. It was noted that myopotential inhibition was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable throughout the process.